Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl; cause was unknown. Reportedly, a correction injection was delivered, and the customer performed a supply change to address blood glucose. The customer also mentioned that the event caused them to have headaches, but no permanent damage occurred. The customer also mentioned that a similar situation happened in october which brought her to the emergency room (ER), but nothing could be ascertained as to the reason for high blood glucose sugar. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.